Event description:
It was reported that the pump screen went blank unexpectedly and the led was not blinking. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up by technical support, and no further actions were recorded.